Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s): product ID: mdt-trans dcs (medtronic transcatheter delivery system), serial/lot #: unknown, ubd: unknown, UDI#: unknown. Citation: scotti a, et al. Temporal trends and contemporary outcomes after transcatheter aortic valve replacement with evolut pro/pro+ self-expanding valves: insights from the neopro/neopro-2 registries. Circulation: cardiovascular interventions. 2023 jan;16(1):e012538. Doi: 10.1161/circinterventions.122.012538. Epub 2023 jan 17. Earliest date of publication used for date of event. Medtronic products referenced: evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the temporal trends and contemporary outcomes after transcatheter aortic valve replacement (tavr) with evolut pro and pro+ self-expanding valves. A total of 1,616 patients who underwent tavr with the medtronic evolut pro or pro+ system were included in the study population. Procedural complications included: valve repositioning, valve embolization, second valve implanted, annular rupture, pericardial tam ponade, aortic dissection, coronary occlusion, and conversion to open-heart surgery. In-hospital and 30-day outcomes were as follows: paravalvular leak (mild to severe), elevated mean gradient (= 20 mm hg), stroke, cardiovascular hospitalization (for valve-related symptoms or other cardiovascular reason), myocardial infarction, major vascular complication, bleeding, permanent pacemaker implantation, valve malposition, endocarditis, valve thrombosis, unspecified valve dysfunction requiring repeat intervention (balloon aortic valvuloplasty, tavr, surgical replacement), and heart failure. The one-year all-cause and cardiovascular mortality rates were 10% and 5%, respectively. The authors did not present any evidence to suggest that the medtronic devices or their function contributed to the deaths. No additional adverse patient effects or product performance issues were noted.